Manufacturer narrative:
H.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that, during an unspecified surgical procedure, the system displayed an incorrect axis in an unidentified eye at an unknown timing.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. All product and batch history records are quality reviewed prior to product release. Further information about the reported issue was requested but not provided. No sample was expected to be returned for evaluation and not enough information was provided to perform an investigation. This case is therefore closed without identifying a root cause. Upon request, the data collection for this case was performed and provided to the manufacturer's product subject matter expert (sme), who found that six cases were associated with this report. For five of the occurrences, the planned lens position was changed by the surgeon on the digital marker microscope. The concrete situation making this change necessary could not be reconstructed by the investigation but no issue and therefore no root cause could be identified. For the sixth case, an incorrect microscope orientation was selected by the surgeon, which lead to an invalid registration and therefore a wrong axis display. It was also found that for several cases, the eye was de-centered, which was indicated by verion. It is recommended to always follow the status messages to ensure a reliable tracking performance during surgery. For none of the cases, there was any information regarding a follow-up surgery, indication that there was no deviation of the lens position. This investigation is concluded based on the provided data. For all of the cases, the device behaved as intended. For one of the case, the wrong axis was displayed due to a wrong user selection. Therefore, the root cause code "external - user handling" was selected. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
All product and batch history records are quality reviewed prior to product release. Further information about the reported issue was requested but not provided. No sample was expected to be returned for evaluation and not enough information was provided to perform an investigation. This case is therefore closed without identifying a root cause. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).